Event description:
Therapeutic hypothermia machine (criticool #1) was not properly rewarming patient to target temperature. Patient was in the process of rewarming from therapeutic hypothermia during the day. Patient's core temperature remained at 36.1-36.2c for 6 hours and never reaching target temperature. Patient felt warm to touch and axillary temperatures were normal range. Discussed with provider and hypothermia super-user about the situation. Decided to manually rewarm patient by removing blanket and titrating temperatures with radiant warmer gradually. Currently awaiting biomed to follow up on device. There was no harm in this event.

Event description:
Therapeutic hypothermia machine (criticool #1) was not properly rewarming patient to target temperature. Patient was in the process of rewarming from therapeutic hypothermia during the day. Patient's core temperature remained at 36.1-36.2c for 6 hours and never reaching target temperature. Patient felt warm to touch and axillary temperatures were normal range. Discussed with provider and hypothermia super-user about the situation. Decided to manually rewarm patient by removing blanket and titrating temperatures with radiant warmer gradually. Currently awaiting biomed to follow up on device. There was no harm in this event.